Event description:
It was reported that the patient was hospitalized and had a right heart catheterization performed. The sensor data was assessed for accuracy during the procedure. The sensor has not been recalibrated at this time. The reason for hospitalization and primary reason for the right heart catheterization have not been provided at this time. Additional information has been requested.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.